Event description:
The plaintiff alleges that while employed as a home health aid, plaintiff wore and was exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1999, following a rast test, plaintiff was diagnosed by dr as being allergic to latex. Plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore, plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, the plaintiff's spouse alleges that they have suffered the loss of support, services and companionship of their spouse.